Manufacturer narrative:
A complete functional test was performed after a scheduled upgrade with no further problems observed. A definitive root cause for this event cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is deemed necessary.

Manufacturer narrative:
The DHR has been reviewed and there are no anomalies. Additional investigation results are pending.

Event description:
Stellaris system shut down during surgery. No patient injury was reported.